Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement. The patient's body habitus was small, and the airways were very tight. The ground glass nodule was 1.3 centimeters (cm) in size and located in the very peripheral right upper lobe about 1 cm away from the pleura. The navigation was difficult due to the patient's small/ collapsed airways and resulting computed tomography (CT)-to-body divergence. The procedure was completed as planned. A follow-up chest x-ray was performed 1.5 hours after the procedure which detected a moderate-sized pneumothorax. A chest tube was placed to resolve the pneumothorax, and the patient was admitted overnight. The pneumothorax resolved, so the chest tube was removed, and the patient was sent home. The physician reported that the pneumothorax would have likely occurred via another modality due to the target nodule's attachment to the pleura. There was no device malfunction associated with the event.